Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the device trend graph screen was missing data for the past few hours. No additional event or patient information is available.